Event description:
The customer alleges that the plastic is so soft that it bends with the weight of the tubes and filters. This is occluding the light of the catheter and as a result there is no air circulating. No report of a pt injury or harm.

Manufacturer narrative:
(B)(4). It is unk if the device sample is available for eval.